Manufacturer narrative:
Device related data quality updates only. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name. Previous brand name: servo-I, corrected brand name: servo-I base unit. D4 - version or model # - previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, during pre-use check the leaking o2 hose could be heard (however it did not cause any test failure). The cause of the leakage was incorrectly mounted ventilator on a regular table. The solution for the issue is mounting the ventilator correctly on a cart option. The cause of the issue has been traced back to the incorrect usage of the device, however it is unknown why the customer decided to install the device incorrectly, hence the root cause was not determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the o2 hose connected to the o2 inlet of the ventilator was leaking. There was no patient harm. Manufacturer's ref. #: (B)(4).